Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units multiple times during the load process. The customer indicated that he used insulin pens to fill the cartridge and would push the needle all the way into the cartridge while filling. Cts had the customer attempt load with a new cartridge. The customer did so and was able to complete the load process and resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge.